Manufacturer narrative:
A philips technical consultant (tc) went to the customer site. The tc was able to replicate the issue. The tc found that there were broken pins on the msl connector. Tc and biomedical engineer (biomed) retired the defective device from the room. The biomed agreed to keep searching for the other rooms with msl connectors that show broken connectors. The tc tested with msl connectors that were not broken and the device worked as intended. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a broken msl connector cable. The issue was resolved by taking the device out of service for repair/replacement of the cable. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an intellivue mx800 patient monitor indicating that they were intermittently not getting spo2 measurements with no error messages provided. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.